Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample and 1 photo from the customer for investigation. The photo and sample were evaluated and the customer¿s indicated failure mode of the cannula piercing the sleeve with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had poor sleeve function. The following information was provided by the initial reporter: "material no. 368607, batch no. 0076519. It was reported per photo that the cannula is protruding through the sleeve. Per email: we found this in a newly opened box of needles with the protective sheath."